Event description:
It was reported that a dissection occurred. The 85% stenosed target lesion was located in the mildly tortuous and non-calcified right coronary artery (rca). After pre-dilating the lesion with a 2.0x10 mm semi- compliant balloon followed by 1.5x10 mm non-boston scientific balloon catheter, a 2.50x28 mm synergy drug-eluting stent was advanced and deployed at 12 atmospheres to the proximal rca. However, during the procedure, a flow-limiting dissection at the distal edge of the stent was noted. To cover the dissection, a 2.5x24 mm promus elite des was deployed. The procedure was completed, and the patient remained stable.